Event description:
When placing patient's IV, registered nurse (rn) removed the needle from the catheter and secured the IV tubing. The rn went to discard the needle in the sharps container and happened to notice that the safety never engaged and small tip of the needle was exposed out of the hub. The rn had a difficult time retracting the needle but was able to accomplish this with increased force. This rn did not injure herself with a needlestick in the process.